Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure a balloon catheter encountered difficulty crossing the lesion. The target lesion was located in a bifurcation of the left anterior descending artery (lad). The physician tried to advance a 2.5x15mm maverick2 balloon catheter to pre dilate the proximal lad but encountered difficulty crossing the target lesion. The physician attempted to cross the lesion 3 times with this catheter. However, the catheter would not cross the lesion. Another 2.5x15mm maverick2 balloon catheter was advanced and successfully crossed the target lesion. The procedure was completed. No patient complications were reported and the patient's status is stable. Analysis revealed the device was received in two sections as a result of a break in the hypotube.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the device was received in two sections as a result of a break in the hypotube. The break was located approximately 60cm distal to the strain relief. An examination of the break site identified that the break appeared to have occurred as a result of a severe kink that occurred in the hypotube. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and the kinks that were present along the shaft, are consistent with excessive force having been applied to the shaft. No issues existed with the profile of the balloon and tip sections of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).